Manufacturer narrative:
(B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned sample revealed that the stapler was returned with its trigger partially engaged. The staples appeared to be misaligned. The stapler was returned with 36 staples left in the cartridge. Reference file (B)(4) for investigation photos. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, a staple was unable to properly form. Another attempt was made and, this time, the staple was able to properly form and release from the device. However, no more staples fired. The misalignment of the staples is preventing the staples from properly forming and from firing from the device. The stapler was disassembled and it was confirmed to have been assembled correctly. The remaining staples were removed from the cover block. A microscopic examination of the staple tips was performed with no burrs or defects observed. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple c closure, the trigger must other remarks: be squeezed all the way in." A corrective action is not required at this time as it cannot be determined what caused the staples to misalign. No errors could be found in the assembly to suggest a manufacturing related cause. All staplers are 100% inspected at manufacturing for firing at the time of assembly. The potential cause of this complaint issue could not be determined. The reported complaint of "staple was stuck during operation" was confirmed based upon the sample received. The staples in the returned stapler are misaligned which is preventing the staples from properly forming and firing from the device. All staplers are 100% inspected at manufacturing for firing at the time of assembly. It cannot be determined what caused the staples to misalign. No errors could be found in the assembly and the device history record review showed no evidence to suggest a manufacturing related cause. The potential cause of this complaint issue could not be determined.

Event description:
It was reported that the staples were stuck during an operation. There was no patient injury.

Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box lot #73b1700270 investigations did not show issues related to the complaint. The device investigation report has not been submitted at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the staples were stuck during an operation. There was no patient injury.